Manufacturer narrative:
The technician replaced a bushing and screw that were missing from right siderail assembly to repair the stretcher.

Event description:
Information received indicates the siderail will not latch.